Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 500 mg/dl and he was bolusing when a message appeared on the insulin pump that said duration none. Customer stated that it said blood glucose reminder duration. Customer was explained what the reminder was. Customer declined troubleshooting. Customer was advised to check his blood glucose in 2 hours and to revert to a back-up plan if his blood glucose does not go down.